Event description:
It was reported that post-implant, the patient returned to the hospital with complaints of chest pain and pericarditis symptoms. A computed tomography scan and echocardiogram were unremarkable. An increase in right ventricular capture threshold and a decrease in sensing values were observed. The lead was repositioned. There were no complications related to the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.